Event description:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("essure worsened the pain in pelvic area/ constant pelvic pain") and menorrhagia ("essure worsened the abnormal bleeding (vaginal, menorrhagia)") in a (B)(6) -year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included pains in legs, pain back, pelvic pain, vaginal bleeding and menorrhagia. Concomitant products included trimethoprim (motrim) since 2011. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("essure worsened the abnormal bleeding (vaginal, menorrhagia)") and fatigue ("fatigue"). In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("essure worsened pain in back/ constant lower back pain") and pain in extremity ("essure worsened severe pain in legs/ constant leg pain"). On (B)(6) 2015, the patient experienced nausea ("nausea"). The patient was treated with surgery (bilateral salpingectomy with essure removal) and surgery (ablation on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, back pain, pain in extremity, nausea, vaginal discharge and fatigue outcome was unknown. The reporter considered back pain, fatigue, menorrhagia, nausea, pain in extremity, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: bilateral tubal occlusions following essure pregnancy test - on (B)(6) 2017: negative . Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain, back pain, and pain in extremity. Most recent follow-up information incorporated above includes: on 18-jun-2018: plaintiff fact sheet (pfs) and medical records (mr) ¿ new reporters (healthcare facilities); plaintiff¿s demographic data; historical conditions (leg pain, back pain and pelvic pain); concomitant drug (motrim); essure indication (permanent birth control by bilateral occlusion of the fallopian tubes); essure insertion date ((B)(6) 2011); essure removal date ((B)(6) 2017); previous reported adverse event injuries clarification with description of injuries; new adverse events (essure worsened the abnormal bleeding (vaginal, menorrhagia), nausea, essure worsened pain in legs/back/pelvic area, vaginal discharge, and fatigue); imaging exam (hysterosalpingogram and pregnancy test); and essure removal method (bilateral salpingectomy with essure removal). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.